Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of ¿low¿ on the continuous glucose monitor; cause was unknown. The customer was confused and lost in the neighborhood then ultimately hit a mailbox. Customer consumed carbohydrates to address bg. Additionally, it was reported the pump was not alerting the customer appropriately. The customer declined to provide further details or follow-up regarding the reported issue. Customer will continue to use the current pump for insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.